Event description:
During device check, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer removed and re-installed the lifeband several times and rotated the platform's driveshaft to "home" position to troubleshoot, but the issue persisted. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was the defective load cell # 1. The broken covers and the defective load cell were likely attributed to mishandling such as a drop. Visual inspection of the returned autopulse platform was performed at zoll. Based on the photos provided by the zoll service team, the top cover, front enclosure, and bottom enclosure were all noted to be damaged, unrelated to the reported complaint. There was a large crack going around one of the edges of the top cover. The front enclosure was observed broken with a vertical crack going through one of the screw fittings. In addition, the interior of the bottom enclosure was observed chipped with broken screw fittings. The observed physical damages appeared to be the characteristics of harsh impact due to user mishandling. All the damaged covers will be replaced to address the observed issues. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date; thus, confirming the reported complaint. Further review of the archive data showed multiple ua41 (patient temperature sensor failure) advisory messages, unrelated to the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed that load cell # 1 was defective, and it will be replaced to remedy the fault. The ua41 advisory message that was observed in the archive data could not be duplicated during testing. Nevertheless, the temperature sensor cabling was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. During further testing, it was noticed that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. This autopulse platform was manufactured in february 2016 and has exceeded its expected service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate will be deburred to remedy the problem. Zoll is awaiting the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
During servicing and performing run-in test, the autopulse platform displayed fault code 16 (timeout moving to take-up position). The root cause of the noted issue was corrosion on the brake housing area of the drivetrain motor. The brake gap could not be adjusted to specification due to the corrosion. This type of corrosive damage is indicative of infrequent daily checks, storing the device in a location with high ambient humidity, and/or overtime usage of the autopulse platform. A review of the archive data revealed that daily checks were not performed. Storing the device in a location with low humidity and performing daily checks will reduce the likelihood of corrosive damage to the drivetrain motor. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since it was acquired by the customer in 2016. Therefore, user mishandling/lack of proper maintenance cannot be ruled out. The drivetrain motor assembly was replaced to remedy the noted fault.